Event description:
The customer reported that while preparing the subject device for use, there was reduced angulation, and the bending was problematic. There was no patient or user injury reported. The device was received at an olympus service center for evaluation. During inspection and testing, service found the endoscope image was blurred. This report is being submitted for the malfunction [blurred image] found during the device evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: - damage to the charge coupled device (ccd) unit - damage or deformation of the connector - movable l-range sliding error that occurred in the zoom scope - blurred image occurred within the allowable range the event can be detected/prevented by following the instructions for use: ·operation manual - inspection of the endoscopic system ·operation manual important information ¿ please read before use - warnings and cautions during the device evaluation, service found the charge coupled device (ccd) unit was damaged, and there was a watermark in the image. In addition, the scope connector had corrosion, and there was an electrical continuity error in the identification printed circuit board. There was dirt and crystallization on the operating part. There was a leak due to a cut in the instrument channel. The knob was leaking. The image guide protector was damaged, and the light guide rod had corrosion. The control unit had discoloration and corrosion. The scope cover and universal cord were scratched and worn. The suction cylinder and buttons were worn. The insertion tube was dented. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.